Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this 54-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and constipation. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with drain complications. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus haemolyticus. A white blood cell (wbc) count was not reported. The patient was diagnosed with peritonitis involving the level of cleanliness during ccpd therapy on the liberty select cycler at home. The patient was hospitalized on (B)(6) 2022 following this event; however, it was affirmed the patient¿s admission was due to an inpatient pd catheter (not a fresenius product) manipulation procedure. The patient was discharged to home on (B)(6) 2022. The patient was prescribed intraperitoneal vancomycin at 1500 mg for two weeks (frequency not reported). The patient remains asymptomatic as he continues antibiotic therapy. An additional peritoneal effluent fluid culture and wbc count was taken in the outpatient clinic on (B)(6) 2022 presented with no growth after 24 hours in the culture (pending results) and a wbc count of 14/mm3. It was confirmed the patient¿s constipation, peritonitis, pd catheter procedure and associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). It was stated the patient continues ccpd therapy on their original liberty select cycler.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this 54-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and constipation. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with drain complications. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus haemolyticus. A white blood cell (wbc) count was not reported. The patient was diagnosed with peritonitis involving the level of cleanliness during ccpd therapy on the liberty select cycler at home. The patient was hospitalized on (B)(6) 2022 following this event; however, it was affirmed the patient¿s admission was due to an inpatient pd catheter (not a fresenius product) manipulation procedure. The patient was discharged to home on (B)(6) 2022. The patient was prescribed intraperitoneal vancomycin at 1500 mg for two weeks (frequency not reported). The patient remains asymptomatic as he continues antibiotic therapy. An additional peritoneal effluent fluid culture and wbc count was taken in the outpatient clinic on (B)(6) 2022 presented with no growth after 24 hours in the culture (pending results) and a wbc count of 14/mm3. It was confirmed the patient¿s constipation, peritonitis, pd catheter procedure and associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). It was stated the patient continues ccpd therapy on their original liberty select cycler.